Event description:
Prior to an implant procedure, the helix of the right ventricular (rv) lead was slightly extended in the lead's box. The physician retracted the rv lead and proceeded with implanting the lead into the patient. While implanting, the helix was observed to be extended again. The physician attempted to retract the helix, but the helix kept extending. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable.